Manufacturer narrative:
Methods: (B)(4).

Event description:
A patient was referred full revision due to prophylactic replacement. Revision surgery occurred and the explanted lead and generator were received by the manufacturer. Analysis was completed for the returned lead portions. A portion of the anchor tether was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. One of the four coils appeared to be broken. Scanning electron microscopy identified the broken coil strands as being mechanically damaged with fine pitting on one, no pitting on another and residual material on the third. The fourth broken coil strand had a rotational stress induced fracture which most likely completed the fracture with mechanical damage. Pitting was observed on the coil surface. Another portion of the coil appeared to be broken as well approximately 1mm from the end of the cut outer and inner silicone tubes. Scanning electron microscopy identified the area on three of the broken coil strands as having the appearance of being cut. The fourth broken coil strand was identified as having evidence of a rotational stress induced fracture. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Analysis was completed for the returned generator. The generator diagnostics were as expected for the programmed parameters. An electrical evaluation showed that the generator performed according to functional specifications. The battery voltage measured 2.771 volts and shows the intensified follow-up indicator had been set. 94.672% of the battery had been consumed. Additional relevant information has not been received to-date.